Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample in 2011 and considered discordant when compared to a recent non reactive (B)(6) result. There was no known report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result when compared to a non reactive test result is unknown. There were no other (B)(6) marker test results provided from 2011 other than a non reactive (B)(6) result. There is no patient sample available from 2011 or from the recent sample draw for further investigation. No conclusion can be drawn.